Event description:
The caller reported that the pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the pump into a known working power source, which resolved the issue, displaying a welcome message screen upon turning on. The customer was educated on resetting certain pump functions after shutdown and acknowledged the information.